Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a black marking on the display of the insulin pump. The customer stated that something that looked like the number 53 appeared in between the reservoir and the time. The customer's blood glucose was 130 mg/dl. Troubleshooting was done. Advised the customer to insert an (B)(6) aaa alkaline battery, and the customer stated that the display did not return to normal. The customer stated that the insulin pump was dropped and bumped. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.